Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 314 mg/dl. The customer's father stated that he placed a new battery into the insulin pump just before the alarm occurred. The customer treated with manual injection. The customer's father stated that he had discontinued insulin pump therapy due to his son always being in the pool during the summer months. The caller noted that he would call back if he needed assistance with the infusion set up process. He called back to report that the insulin pump would not upload information onto carelink; advised that the previous alarm would prevent the insulin pump from being uploaded. Advised the customer to wait for the device to drop the alarm. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.